Event description:
It was reported that prior to a da vinci assisted procedure, a missing jaw was found on the cadiere forceps. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cardiere forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the 8mm cardiere forceps was found to have a broken grip at the grip base. A piece approximately 0.211 x 0.658¿ was found to be broken off at the yaw pulley. The broken piece was not returned with the device. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.